Event description:
It was reported that during a laparoscopic gallbladder removal procedure, when clipping the cystic duct the surgeon noticed that the clips were coming out in a pear shape. He continued by opening another device of the same lot and the same clip malformation continued to happen. He also noticed some clips in the operating field shaped like scissors. The doctor mentioned that while clipping he fired with precise firings and consistent force. He did not notice any lateral forces that may have influenced the shape of the clip. He also did not notice that there was any inadvertent movement of the device while firing. He recalls seeing the clip perfectly positioned in the jaws. Another like device was used to complete the procedure. One device was discarded. Outcome: bleeding.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did both devices fire malformed (pear-shaped clips)? Yes. Did both devices fire scissored clips? Yes. How much bleeding occurred (please quantify amount)? Unknown. Was bleeding able to be controlled with third clip applier of different lot number? Yes. Were any blood products given to patient for the bleeding? Unknown. Was there any change to procedure or post-op patient care? Unknown.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed twelve scissored clips and then four conforming clips were formed. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ the batch record was reviewed and no anomalies were noted during the manufacturing process.